Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device ,however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date was unknown. Based on the results of the investigation, the definitive root cause of the broken connecting tube clamp could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and product return information. Investigation: a device was returned for evaluation. The visual examination confirmed the lock lever was broken off the connecting tube. The investigation determined that the issue could have been caused by application of force in the incorrect direction. However, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus endoscopy support specialist visited the user facility. The new endoscopy technician broke the lock lever clamp of the connector. The clamp is the lock lever of the connecting tube. The lock lever broke off the main body or the connector. The broken point on the connecting tube was at the beginning of the locking lever. There were no issues with the endoscope reprocessor. The event was a user error. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the endoscope reprocessor had a broken (maj-2113) connecting tube clamp. The maj-2113 could not properly connect to the channel connector in the reprocessing basin on the endoscope reprocessor. The event occurred during reprocessing. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).